Manufacturer narrative:
Product analysis: at analysis it was determined that the lower case was broken near the battery drawer and that the battery drawer cover, the hanger and the ventricular output connector were all broken. All found defective parts were replaced and all other identified issues were resolved. The generator then passed all final functional tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for its annual test and calibration subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.